Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that system was unable to start. Review of the system log file showed that a software reinstall was happening in this file upon troubleshooting fse found that x-ray pc was faulty. To resolve the issue, fse replaced the x-ray pc and reinstalled the software and the calibration and adjustment of the system. The defective x-ray pc was returned to philips for analysis and confirmed failure as the failed component was k620 gpu card. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's x-ray computer was unable to boot, preventing a full system boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.